Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-aug-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. The battery cap was stripped and was unable to fit securely to maintain an electrical connection. A test battery cap is able secure enough and power up the pump. The pump was exercised for 12 hours using the test cap with no power interruptions occurring. Unrelated to the complaint, investigation revealed a dim, faded and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and a crack in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.